Event description:
It was reported by customer that during routine check the cs300 intra-aortic balloon pump (iabp) is showing unit is not working on battery as they are defective (expired). There was no patient involved. A getinge field service engineer (fse) evaluated the unit and replaced the batteries x2(0146-00-0039) and performed test. All functional and safety test performed and passed.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6).